Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hyperglycemia and diabetic ketoacidosis (dka) one week ago due to possible under delivery of insulin. It was reported that the customer had high blood glucose levels of 6.2 mmol/l. The customer was treated with intravenous drip at the time of hospitalization. It was reported that customer woke up high blood sugars and his dad changed the infusion set. It was reported that the customer had 19.9 mmol/l at the time of incident. It was reported that the button on the insulin pump was not properly working and the insulin pump was not delivering properly. It was reported that customer experienced ketones and was throwing up. It was reported that the customer had been admitted in the hospital for a week. Troubleshooting was performed. Troubleshooting was not completed during the call. Product is not expected to return for analysis.